Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device was not giving an etco2 reading when the customer performed the flow test. There was no pt involvement.